Manufacturer narrative:
H11: section a through f -the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Summary report attached which includes information pertaining; PICC placement dates, dates of the event, patient bmi, patient interventions and batch information. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported 6 piccs kinked. One catheter was confirmed to be kinked via x-ray; it's unknown how the other kinks were discovered. Piccs were removed, repositioned, removed, and/or replaced. Two piccs were treated with tpa. PICC dwell time ranged from 0 to 11 days. This report addresses all six devices.